Event description:
A 26mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The pt has a history of coronary artery disease and chronic obstructive pulmonary disease. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 135 mm. The iliac arteries were reported to be slightly tortuous and the aortic neck was reported to be slightly angulated. A sheath was not used during the procedure. After the device was deployed, it was reported that the runners caused the stent graft to be pulled down. An aortic extender cuff was implanted to provide an adequate seal. Final angiogram demonstrated no endoleak and exclusion of the aneurysm.